Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error 315 and b30 (unsupported scope)/no image was the device leaked, and water invaded there while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a b30 and e315 scope communication error and no image was found on the evis exera iii bronchovideoscope during preparation for use. The patient was not in the operating room yet and was not affected by this event. Another similar device was used to complete the procedure and no patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed, and there was moisture inside the connector which entered the device through the cracked plug unit. Additional findings in the product evaluation include a connector and universal cord leak; the distal end of the plastic distal end cover was damaged, the glue on the bending section cover was separated, the connecting tube had a scratch and pocket pouch, the control/dial unit was damaged, the connector plug unit was corroded, the connector cable was damaged, the scope connector cover was broken, the connector air valve unit was turned, and the angulation on the control unit was less than the specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.